Manufacturer narrative:
(B)(4) follow up. It was reported that liquid leaked at the edge of the adapter. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, eight photographs of a 1 ml luer lok syringe were provided for quality review. Seven photographs depict components not manufactured at the bd canaan facility, four show an unidentified vial and three show an unidentified syringe. One photograph shows an unidentified vial, an unidentified syringe, an unidentified attachment, and a 1 ml syringe fitted with an unidentified pink needle. The reported condition was not evident in any of the images reviewed. A returned sample is required to enable a more thorough evaluation and potential root cause determination. A device history record review was completed for material number 309628, lot 4155587. The review confirmed that all required visual inspections were performed as specified, with no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the inspection control plan, approved for shipment, and found to be in compliance with applicable product specifications. Based on the investigation, the reported condition could not be confirmed from the photographs provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll was noted to have leakage. Verbatim: "the reporter indicated that when drawing up the reconstituted liquid through the adapter into the syringe, some of the liquid leaked out at the edge of the adapter."